Event description:
It was reported that a user of the ilet experienced repeated insulin occlusion alerts shortly after starting a new cd steel 6 mm infusion set, with blood glucose rising to 360 mg/dl and later trending down to 318 mg/dl after a supply change and resumption of delivery. Symptoms included nausea. Outcomes included hyperglycemia without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion, though the precise cause remained unclear. It was concluded that the event involved hyperglycemia with cause unclear and an insulin occlusion device problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.